Event description:
A female underwent initial aaa repair in 2008. The patient's aortic neck was quite angulated. The physician placed one flex main body, on iliac leg graft on the right, and two iliac leg grafts on the left. Over time, a type I endoleak developed so in early 2009, the physician placed a main body extension graft and another manufacturer's graft to successfully repair the endoleak. Patient is doing fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks, the assortment of zenith IFU specifically list several warnings and precautions that if properly followed, could reduce the occurence of an endoleak occurring. In general these IFU's address patient selection, treatment and follow-up, key anatomic elements that may affect exclusion of the aneurysm, and effects of an inaccurately deployed stent graft. The device remains implanted but one cd of images were provided to assist in this investigation. Although on films were provided to show the angulation of the aortic neck before and after implantation of the flex main body, it is possible this was a large contributing factor for the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.